Event description:
Boston scientific crm received information that this right ventricular (rv) lead was damaged at implant. The physician noted he may have damaged the lead. Subsequently, additional information was received that this rv lead exhibited pacing impedance values greater than 4000 ohms in different places. The physician elected to implant a new rv lead. There were no adverse patient effects reported.

Manufacturer narrative:
Inspection of the lead revealed a separation of the gore® covering from the medical adhesive (ma) at the proximal edge of the proximal shocking coil. Associated with this was a slight stretching of the proximal end of this shocking coil. The separation was a result of excessive drag on the gore and the shocking coils. Although under normal circumstances separation of the gore covering will not impact the reliability of the lead, to reduce the occurrence of such damage use of a trans-valvular insertion (tvi) tool is recommended when using a hemostatic tear-away introducer. Analysis, however, did not confirm the allegation of high pacing impedance measurements of 4000 ohms.